Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) and bupivacaine via an implantable pump. It was reported that the emergency room (ER) hcp stated that patient was implanted yesterday and was now in the ER stating that the he felt like he was getting too much drug. Hcp was requesting a company representative (rep) to come and turn the pump down until patient could get into see his hcp.